Event description:
It was reported that the pump battery was "slow to charge". There was no adverse impact to the customer¿s blood glucose level. The patient was in the process of renewing the device and declined further assistance.